Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 220 mg/dl several hours after an infusion set change while using the ilet, despite announcing a typical dinner and confirming insulin delivery through tubing drop verification and an intact cannula site. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included completion of troubleshooting and education with a subsequent infusion site change and expectation of glucose regulation within 60 to 90 minutes. Investigation included guided functional checks of the infusion set and tubing, assessment of the insertion site, and review of potential absorption issues related to repeated site use. Investigation of this case revealed no device alarms or visible hardware malfunction, with possible reduced insulin absorption due to scar tissue at a routinely used site considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.